Manufacturer narrative:
Concomitant medical products : product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the pump was removed due to an infection. Additional information has been requested, but it was not available as of the date of this report.